Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom system error 322 alarms. Review of the event history log confirmed the reported symptom system 322 alarms. The evaluation found loose nylon screws on the upper auxiliary assembly, which is a known contributor to system error 322 alarms. The upper auxiliary assembly, which contains the loose nylon screws, was replaced. System error 322 will occur when the pump transitions form the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue. See scanned page.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no patient injury.